Manufacturer narrative:
07/16/18 it was reported that this lead was explanted due to noise on (B)(6) 2018.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was an rv lead revision due to noise. It is unclear if the lead was capped or is still actively implanted.